Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise was observed on the ventricular channel. The lead was replaced a few days later. Patient condition was good.

Event description:
New information received notes that the lead was capped.